Event description:
It was reported that a withdrawal resistance, stent damage and dislodgement occurred. Vascular ccess was obtained via femoral artery. The 80% stenosed, tight, 38mm in length, 2.5mm in diameter and de novo target lesion was located in the moderately calcified and mildy tortuous left circumflex (lcx) artery. The lesion was predilated with a 2x15mm maverick balloon catheter. A 2.50x38mm promus element long stent delivery system (sds) was then advanced to the lcx and resistance felt while trying to cross the lesion. The physician could not retrieve the device because it was "blocked". After "soft trials" the delivery system was retrieved but without the stent which remained at the lesion level. The physician succeeded to reinsert the proximal part of the delivery system in the stent and retrieved it gently until a non bsc guiding catheter but was stuck inside it. The physician decided to remove all the devices outside the patient. Once outside the patient, the physician forced the stent out of the guide catheter which caused "serious damage" to the stent. The procedure was not completed. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that only the stent of this device was returned. A visual and microscopic examination found that the stent was severely stretched to an overall length of 125mm with various struts fractured along its length. Due to the connector struts the stent remained in one piece. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a withdrawal resistance, stent damage and dislodgement occurred. Vascular ccess was obtained via femoral artery. The 80% stenosed, tight, 38mm in length, 2.5mm in diameter and de novo target lesion was located in the moderately calcified and mildy tortuous left circumflex (lcx) artery. The lesion was predilated with a 2x15mm maverick balloon catheter. A 2.50x38mm promus element long stent delivery system (sds) was then advanced to the lcx and resistance felt while trying to cross the lesion. The physician could not retrieve the device because it was "blocked". After "soft trials" the delivery system was retrieved but without the stent which remained at the lesion level. The physician succeeded to reinsert the proximal part of the delivery system in the stent and retrieved it gently until a non bsc guiding catheter but was stuck inside it. The physician decided to remove all the devices outside the patient. Once outside the patient, the physician forced the stent out of the guide catheter which caused "serious damage" to the stent. The procedure was not completed. No patient complications were reported and the patient's status is stable.